Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1358 and FDA-2014-n-0736-1705, awareness date 08-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2006. Additional information received on 17-oct-2015. The consumer stated she had essure for 8 years and from the first moment, she felt strong pains in (B)(6) 2014 and had to have surgery to remove the tube on the left side because essure broke, the tube. Additionally, she had pain in ovaries and her menstruation remained inside. Product technical complaint (ptc) investigation result received on 24-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had strong pain after essure (fallopian tube occlusion insert) insertion and had to remove left fallopian tube because essure broke. Essure breakage is anticipated according to the technical analysis, while pain is listed in the reference safety information for essure. After essure insertion abdominal, pelvic and uncharacterized pain may occur. Additionally, single cases of essure breakage have been reported, mainly during difficult insertions. In this particular case, temporal relationship between breakage diagnosis and essure insertion was weak (event diagnosed approximately 8 years after device placement). Nevertheless; given events nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since a surgical intervention was required (left fallopian tube removed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs